Event description:
The consumer reported receiving second degree burn to his buttocks from the heating pad. The consumer was sitting on the heating pad at the time of the event which is contrary to proper use instruction.